Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the molex circular connector release tab and the integrated electro surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a repeating error c-34 on the integrated electrosurgical unit (iesu) erbe. The customer was unable to use bipolar and monopolar energy due to the issue. The customer restarted the erbe but the issue remained. The customer connected a third party ft10 generator and continued the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that the procedure was completed robotically with a third party generator. Isi received the da vinci product to perform failure analysis. The integrated electosurgical unit (iesu) was analyzed found many c-34 errors within system logs. Inspection during the failure analysis process was able to replicate the reported event; unit tested on system, presents c-34/c-00 error on startup and found m-00/m-11 errors in erbe logs. The complaint regarding repeating errors was confirmed by failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.